Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was recently hospitalized with a blood glucose level over 500 mg/dl. Customer stated that she was wearing the insulin pump at this time of the hospitalization. Customer reported that she suffers from dementia. Customer also reported that the insulin pump returned no delivery alarm. Blood glucose level earlier in the day of the call was 45 mg/dl. Most recent blood glucose level at the time of the call was 339 mg/dl. Customer reported that the insulin pump returned a battery out limit. Customer declined troubleshooting for high and low blood glucose levels. No further info was provided.